Event description:
Pt was revised to address hip pain with pseudotumor and suspected elevated ion levels. The stem was removed because of corrosion around the neck and taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.